Manufacturer narrative:
(B)(4). Lens was not implanted. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a surgeon saw a hair or plastic string on an intraocular lens, model zct150, after the box was opened. The hair or string could be seen through the clear case and was a manufacturing debris as far as the surgeon could tell. No further information was provided.

Manufacturer narrative:
Device available for evaluation - yes. Returned to manufacturer on: 05/27/2016 device returned to manufacturer - yes. Device evaluation: the intraocular lens (iol) was returned to the manufacturer lying loose in the carton box, between the folded dfu (directions for use) insert. Visual inspection at 12x microscope magnification showed that the lens is contaminated, dust particles are present. This is expected as the lens was transported from a controlled environment during manufacturing to a non-sterile, non-environmental controlled area. The lens was cleaned and after cleaning no particles were found. The customer's reported complaint could not be verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. The complaint related test is the cosmetic inspection performed at final inspection. All products are subject to cosmetic inspection prior to optical testing. Only units that meet cosmetic inspection criteria are then subject to optical inspection. The in-line optical inspection data shows that the lens is within power specification; hence the lens met the specified cosmetic requirements. Labeling review: the directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. The dfu states to examine the lens thoroughly to ensure particles have not become attached to it, and examine the lens optical surfaces for other defects. As a result of the investigation there is no indication of a product quality deficiency and the reported complaint could not be verified. Investigation of the return sample and the condition of the return sample (at receipt) do not suggest the presence of foreign material was introduced during manufacturing. All pertinent information available to abbott medical optics has been submitted.